Event description:
It was reported that a burn occurred on the inner oral commissure of two patients on separate occurrences with two separate wands. Burns were found post op.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller found only minor scratches on panel. Internal inspection found that the display ribbon cable was detached from its designated position. Also warranty seal was broken. Functional evaluation revealed that the display functions of the controller were not illuminating due to the detached display ribbon cable. After reattaching the cable, the controller functioned as intended. The detached cable would have no effect on the reported event. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the detached cable: (1) vibrations during transportation or handling could have caused the component to become detached from its intended position. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution. It has been communicated via email that the burn was minor, and the patient is healing.

Event description:
It was reported one day after the procedure that a burn to the right side of the oral commissure on the patient was identified. Case went well with no deviation from their typical technique, no inappropriate tissue contact reported.